Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (odd alarm/powered off and will not power on) was investigated. As received, the alleged deficiency could not be duplicated. Upon evaluation, however, there was a code 107 - multiple abnormal shutdowns in the pt's flag files. In addition, there was excessive current draw on the back up battery. The cause of the code 107 is likely the event that occurred in the field. The cause of the odd alarm, powering off, and inability to power on in the field could not be positively identified but is likely a fast discharge of the backup battery. The likely cause of the fast discharge is the observed excessive current draw on the backup battery. The likely cause of the excessive current draw is a short in either the u1003 pld component or the u104 pxa component. The root cause of the short could not be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor made an 'odd alarm' sound and then powered down. The monitor would not power back on. The pt was issued a replacement monitor.